Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure for the implantable defibrillation lead, this right atrial (ra) lead was found to be fibrosised to the implantable defibrillation lead. While attempting to removed the defibrillation lead the ra lead became dislodged. Both leads were successfully explanted and replaced. No adverse patient effects were reported.